Manufacturer narrative:
The baxter technician found the intellidrive handles needed to be replaced. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Intellidrive transport system: examine for damage. Replace if any of these have occurred: belt is off of the pulley. Divot is great than 0.5 inches in length. Internal steel belt is broken and protrudes out of the surface of the belt. Material breakdown due to unknown foreign substance. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the intellidrive handles to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the versacare frame intellidrive was moving on its own. The bed was located at the account. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.